Manufacturer narrative:
Update: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: in article it is mentioned that a (B)(6) male patient underwent revision surgery 14 months after index surgery due to periprosthetic staphylococcus aureus infection. The patient denied further surgery and lives with moderate pain and the cement spacer. The additional information received report implantation date (B)(6) 2009, had a excision due to folliculitis on (B)(6) 2009 and that the patient underwent revision surgery on (B)(6) 2010. The surgeon assures that all complications were not related to the implanted products. Review of received data: - the surgical report of implantation dated (B)(6) 2009 was received for review. The patient had a pre-existing fracture treated with a plate. The plate was removed and some screws were found to be partially loosen. Biopsy of the tissue were taken. The humerus is prepared, rasped and a the trial stem cannot be pushed completely down. Therefore a aperture is created at calcar bone. Thus the trial stem can be pushed down better. The posterior part of the tuberculum major is broken off and is fixed with cerclage. No other conspicuousness. -the surgical report of (B)(6) 2009 is available and describe the excision. -the surgical report of revision dated (B)(6) 2010 is available. Nothing conspicuous. No product was returned to zimmer biomet for in-depth analysis as they have been discarded at hospital after the removal. Root cause analysis the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lots have been reviewed and were found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Additionally, the surgeon assures that all complications were not related to the implanted products. Conclusion summary: the gamma sterilization specification of the devices certifies the suitability of sterilization. The irradiation certificate of the affected lots have been reviewed and were found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. An exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The device has not been received for investigation as it has been disposed by hospital/surgeon. The device history records were reviewed and found to be conforming. X-rays and surgical reports were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
The event was reported in a journal article. It was reported there that the patient was implanted an inverse anatomical shoulder system on the left shoulder on (B)(6) 2009. On (B)(6) 2009 patient underwent medical intervention (débridement) due to folliculitis with a subcutaneous axilla abscess. On (B)(6) 2010 the devices were explanted due to infection. Journal article: "reverse total shoulder arthroplasty for failed open reduction and internal fixation of fractures of the proximal humerus", f. Grubhofer, k. Wieser, d.c. Meyer, s. Catanzaro, k. Schurholz, c. Gerber. J shoulder elbow surg. 2016 aug 9.